Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. A new pulse generator was used and the physician was able to insert the lead into the new device header. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.